Event description:
Customer reported receiving an unspecified blood glucose reading with the precision xtra meter. They based their insulin dosage on the reading. They began to experience hypoglycemia. Customer took a glucose injection, glucose tablets, and drank juice, but glucose levels remained low. Paramedics were called and provided a blood glucose reading of 20 mg/dl with an unknown meter. Customer was treated with a glucose IV. Paramedics re-tested over a period of time following treatment with readings of 168 mg/dl and 154 mg/dl using an unknown brand meter. A test was taken in the same time frame with a result of 225 mg/dl using the precision xtra meter. Customer was not taken to the hospital. Testing was conducted on the fingers.